Event description:
At the end of dialysis, the dressing change was being done to tesio permcath, & when removing tape both arterial and venous lumens broke. Clamped immediately & able to be repaired per md. Silicone part of cath broke approx 2 inches from insertion site.